Manufacturer narrative:
(B)(6) h.6. Investigation summary: bd received 1 sample and 7 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged stopper was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for damaged stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after collecting a blood specimen using the bd vacutainer® edta 2k, blood leakage occurred due to loose closure. There was no report of patient impact.